Event description:
Physician had an uneven cut on patient''s left eye and it didn''t lift all the way. It resulted in a slight tear or abrasion when lifted. The patient''s vision was 20/60 before surgery and 20/40 afterwards on the left eye. The right eye was 20/25 +2.additional follow up was obtained. The event did not require surgical or medical intervention. Sutures were not required for the tear. The abrasion resolved within a few days. Patient''s pre op best corrected visual acuity was 20/20 and 20/40 at the one week post op. Treatment and excimer was completed. On (B)(6), patient was 20/20 pin hole on both eyes. 20/25 and 20/40 uncorrected visual acuity. Patient did not show for the (B)(6) appointment.

Manufacturer narrative:
Evaluation:field service engineer (fse) was onsite due to report of uneven cut. Customer stated that flaps seemed to be thinner then expected and even increased depth on one of patients. Fse checked system operation in gel and found flaps to be within amo specifications. After recalibration of z, fse verified flap thickness in gel and found flaps within amo specifications. Fse returned and stayed for surgery support on the following day. No additional problems or observations made. System meets all amo specifications.note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Date of event was on (B)(6) 2013. Placeholder.